Manufacturer narrative:
(B)(4) unspecified issue.

Event description:
It was reported that the pacemaker had unknown issues. The patient underwent three operations with failures noted each time. On (B)(6) 2018, the pacemaker was explanted. No patient symptoms were reported. No further information was reported.